Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer was treated for high blood glucose with injection. The customer reported via phone call indicating that they had excessive no delivery alarm during manual prime. Customer's blood glucose at time of incident was 500 mg/dl. The customer reported the alarm was resolved by a reservoir set change. The customer was unable to troubleshoot because of reservoir change. The customer would like to return the set and reservoir for analysis. The customer was returning reservoir for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.